Event description:
Two rings spun during procedure, rings were removed. Plate left implanted without rings and corresponding screws. Patient outcome: no adverse effect reported as a result of this event.